Event description:
It was reported that the patient's implantable cardioverter defibrillator(ICD) exhibited far field r wave oversensing causing inappropriate mode switches. Programming changes were performed. The patient was in stable condition.